Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had a power issue and moisture was noted in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powers with the returned battery cap to a dim discolored display. The battery cap is unable to fully tighten, the battery cap threads are damaged. A power loss was not observed. The battery compartment was cracked. Evidence of moisture contamination was observed inside the battery compartment and on underside of battery cap. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. The current draws are within specifications. 5. Leak test shows leak at battery compartment cracks. There was evidence of additional moisture contamination observed inside the pump. The black box shows one error, alarm, warning 054 alarm on (B)(6) 2014 followed by a power on reset event. Evidence of excessive battery usage observed in black box. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.